Event description:
New information received indicated that additional high pacing lead impedance and loss of capture were noted during a follow-up in clinic. The lead will continue to be monitored.

Event description:
Additional information received indicated that the procedure was successfully completed and the lead remains inside the body.

Event description:
Additional information received on the implantable device registration form indicated a fracture on the left ventricular lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room for an unrelated event. Upon device interrogation, the lead exhibited loss of capture and high impedance. Programming changes were made, and threshold and impedance measurements were returned back to normal values. The patient was discharged and will be followed up normally.

Event description:
Additional information received indicated that the patient was not feeling well due to loss of biventricular capture. The physician elected to explant and replace the lead.